Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient inquired whether the implant is "included in any recalls or safety notices". Patient then reported "benign breast lump" and "mental distress". Patient then reported "intracapsular rupture" and "likely fibroadenomas throughout the breast: 1: 2 o'clock, 3 cm from nipple, 3x5mm 2: 4 o'clock, 4cm from nipple, 3mm.". This record is for the left side. The device remains implanted.